Manufacturer narrative:
Customer return sample / photo and/or retain evaluation summary: no lot number or samples were provided by the customer in support of this complaint. DHR/bhr review: a review of the DHR could not be carried out as no lot number was provided investigation conclusion: no objective evidence was provided by the customer in support of the reported defect. As no lot number was provided little investigation could be carried out. Root cause description: no definitive root cause could be established for the reported defect.

Event description:
It was reported that there was clotting in the bd vacutainer® sst¿ ii advance plus blood collection tubes during use. No injury or medical intervention reported.

Manufacturer narrative:
PMA / 510(k)# is corrected to bk050036.